Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va12yds, implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that he had his implant surgery recently and he noticed that a small wire was sticking out of the implant site on his lower back. He felt it when he was showering. He stated it was the end of a wire sticking out of his skin and it looked like the size of a pimple where it was sticking out of the skin. He had been doing so well until up to the point that he noticed the wire. He also reported that the efficiency of the implant had stopped. He had notified his health care provider (hcp) of the issues but was going to call his hcp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had notified the managing physician, but it was clarified that it was not a wire sticking out, it was a stitch, and there was no problem.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va12yds, implanted: (B)(6) 2016 product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's stimulation was not helping at all. They saw their doctor for adjustments in (B)(6) 2016 and tried all four programs and none provided benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.